Manufacturer narrative:
Based on the information provided, the risk assessment for the lucia product, and our experience we have determined that the following factors may have caused or contributed to the damaged haptic are but not limited to: lens placement technique, loading strategy, accessory device support , poor handling during folding and inserting. The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Additionally, our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and have met all criteria for release.

Event description:
On (B)(6) 2023, the doctor used a CT lucia 602 20.5 lens and was not able to thread it after it was injected into the eye. Because of this, he had to cut the lens out the same day.